Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip, cracked battery tube threads, broken off end cap and severely cracked and bleeding lcd glass. Analysis was unable to verify for blinking anomaly due to lcd physical damage. Moisture damage was found on electronic and motor assembly. The insulin pump was unable to perform functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, self test, unexpected restart test and the entire operating current test due to severely cracked and bleeding lcd glass.

Event description:
The customer's mother reported via phone call that the screen was blinking. The customer's mother reported that there was fluid in the screen. The customer's mother reported that the side of the insulin pump broke open. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that the insulin pump was dropped and got exposed to moisture. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.